Event description:
Customer reports the defibrillator did not recognize the pads in order to shock pt in cardiac arrest. Pt expired. The pt was in cardiac arrest for an undetermined amount of time prior to the rescue personnels arrive at the scene. Service rep unable to duplicate the reported condition. Proper operation of the device was confirmed.